Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic splenectomy. The device was unable to fire during tissue resection, transection and anastomosis. The surgeon was able to squeeze the green button. The device was immediately replaced with endoscopic cutter stapler and loading unit to continue and complete the case. There was no patient injury.